Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection, the main coil was returned detached from the delivery wire. The main coil was seen to be slightly kinked. Functional testing was not completed due to device condition. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer was the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the procedure. The main coil was returned detached and slightly kinked. An assignable cause of procedural factors will be assigned to the as reported event of "main coil friction" as well as the as analyzed defects of "main coil kinked/bent" and "main coil prematurely detached/separated during use" as these defects are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of not confirmed will be assigned to the as reported event of "coil jammed" as the event was not confirmed during the analysis as the coil was returned detached.

Event description:
The coil (subject device) was returned for analysis and the device investigation revealed that the coil (subject device) had detached prematurely during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.